Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. No under/over delivery anomaly, bolus anomaly or basal anomaly noted. Unit communicated properly with the guardian 3 link and the test plug. No sensor anomaly, unexpected sensor alert/alarm or calibration anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 300mg/dl to 400mg/dl and current blood glucose value was 278 mg/dl. Customer had symptoms like short of breath and nausea. Customer treated using syringes. Customer declined to troubleshoot for iow blood glucose value. Insulin pump will be returned for analysis.